Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the humeral stem becoming loose and needing to be revised with new implants.